Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection of the dc extension cable/cord was conducted. The connectors at both ends of the cable appear to be in good condition. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference power supply at level 2.5 volts and a reference hemopro harvesting tool. Upon turning on the power supply, without moving the toggle switch, the harvesting tool self-activated as evidenced by the audible beeping and the heater wire visibly turning red & hot and producing steam. The toggle switch was manipulated but the device remained activated. This test was repeated for five times and the result was the same. This test was conducted again using two (2) other reference harvesting tools and the result was the same. The device failed the pre-cautery test. To verify that the cable was electrically functional, the device was evaluated for electrical continuity using a digital multi-meter tester. The device failed the electrical continuity test. The pins were also tested for electrical resistance. The device failed the electrical resistance test. To determine the source of the electrical continuity break between pin# 1 of the 3-pin connector and pin# 3 of the 6-pin din connector, a dissection was done on the molded plug to expose the crimp connection between the wires and pins. Upon microscopic inspection, it was observed that the crimp and wires were in good condition. The cord beneath the molded 3-pin connector was further dissected to expose the connecting wires. The insulation over the red and green wires were intact. It was observed that the white connecting wire which serves as the ¿on/off¿ control was broken and cut. The exposed wires from the broken white connecting wire appear slightly corroded which leached into the surrounding insulation. The cause of the break in the white wire appears to be due to normal wear. The break/cut of the white wire which serves as the ¿on/off¿ control explains the failure causing the device to remain activated and overheat. Based on the results of the investigation, the reported failure mode "electrical issue" was confirmed. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable and two hemopros with two different lot numbers remain in the activated position and would not turn off. Devices had to be disconnected from power by unplugging the cord. There was no complaint for the actual cord but it was used in both failures (on the same patient) and may be a factor in the complaints filed. It is unknown how many times the cord had been used but it definitely exceeded the recommended 20 uses. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable and two hemopros with two different lot numbers remain in the activated position and would not turn off. Devices had to be disconnected from power by unplugging the cord. There was no complaint for the actual cord but it was used in both failures (on the same patient) and may be a factor in the complaints filed. It is unknown how many times the cord had been used but it definitely exceeded the recommended 20 uses. The hospital did not report any patient effects.